Manufacturer narrative:
Literature attachment: features and outcomes of bailout repeat transcatheter aortic valve implantation (tavi): the bailout acute tavi-in-tavi to lessen events (battle) international registry. D4 - the UDI number is not known as the part and lot numbers were not provided. Summarized patient outcomes/complications of bail-out transcatheter aortic valve replacements (tavr)-in-tavr were reported in a research article in a subject population with multiple co-morbidities including native aortic stenosis, calcification, aortic regurgitation, aortic valve disease, failed bioprosthesis, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass grafting. Peripheral artery disease, chronic obstructive pulmonary disease. Some of the complications reported were emergency surgery, pacemaker implantation, heart failure, cardiac arrest, septic shock, stroke, cardiac tamponad, myocardial infarction, stroke, bleeding, aortic valve reintervention and coronary obstruction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "features and outcomes of bailout repeat transcatheter aortic valve implantation (tavi): the bailout acute tavi-in-tavi to lessen events (battle) international registry", was reviewed. The article is a retrospective, multicenter experience aimed at appraising patient, procedural, and outcome features of patients undergoing bailout tavi-in-tavi. Devices mentioned were accurate, allegra, corevalve, evolut, jena valve, myval, portico/navitor, and sapien. The article concluded bail-out tavi-in-tavi is associated with significant early and long-term mortality and morbidity. Thus, meticulous preprocedural planning and sophisticated intraprocedural techniques are of paramount importance to avoid these emergency procedures. [The primary author is arturo giordano, unità operativa di interventistica cardiovascolare, pineta grande hospital, castel volturno, italy. The corresponding author is giuseppe biondi-zoccai, department of medico-surgical sciences and biotechnologies, sapienza university of rome, latina, italy, with corresponding email: giuseppe.biondizoccai@uniroma1.it]. The time frame of the study was unknown. A total of 318 patients were included (106 patients requiring bailout tavi-in-tavi and 212 controls). The average age of the patients was 80.3 for the control group and 82.2 for the tavi-in-tavi. The average gender was female. Comorbidities included native aortic stenosis, calcification, aortic regurgitation, aortic valve disease, failed bioprosthesis, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass grafting. Peripheral artery disease, chronic obstructive pulmonary disease.